Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the "insufflator disabled" message and replaced the insufflator, which resolved the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an "insufflator disabled" message. The caller stated that the staff had tried to restart the insufflator and hard cycle the system, but the issue remained. The caller stated that they switched to a third-party airseal insufflator to complete the case. The technical support engineer (tse) viewed the system event logs and noted an error 33001 indicating that insufflator communication was lost. The tse had the caller hard cycle and reseat the communication cable, but the issue remained. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after switching to the backup insufflator, the procedure was completed robotically without any injury or harm to the patient. There were 10 minutes of procedure delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The insufflator was installed onto the known good in-house system and powered on with no issues. A valid tube set was installed and the insufflator could not insufflate. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to an issue with the insufflator function. This issue may be resolved by fse replacement of the insufflator.

Event description:
Refer to h11 for follow-up information.